Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (approximately 60 mg/dl). Reportedly, customer is working with their health care professional on adjusting their pump settings. Customer drank juice to stabilize blood glucose levels.